Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.08695 inches. Unit received with audio alert functioning properly. Unit received with no back lighting due to faulty el panel on lcd board. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose was 600 mg/dl. The current blood glucose is 171 mg/dl and treated it with syringe. The customer reported that the drive support cap was normal. The high pressure test was performed and result of test was no delivery and insulin pump had backlight anomaly. The insulin pump will be returned for analysis.